Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 800 mg/dl due to a bent cannula. The patient's insulin pump alarmed no delivery. The customer felt weak and tired, and she was treated with fluids and insulin. The patient's current blood glucose is 157 mg/dl. Troubleshooting was initiated for the no delivery alarm and the customer was able to prime and rewind with the device. The bent infusion set will be returned and replaced.